Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, the device was very flexible and folded decreasing flow during dialysis. The guide wire was fragile making it difficult to advance.